Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was reported to be running high (200-300 mg/dl). However, the customer was dealing with a stomach virus and was unsure if elevated blood glucose level was due to the reported issue.

Manufacturer narrative:
Follow up with the customer on (B)(6) 2015 indicated that the customer's blood glucose level was within the target range (81-140 mg/dl). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.